Event description:
Reference number: (B)(4). Event occurred in the united kingdom. It was reported that the patient faced insulin flow blocked alarm event on 07-sep-2025. The blockage was at the site. Patient changed supplies as necessary and resumed insulin therapy. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch: 6005973, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot: 6005973 was manufactured according to the work instruction (wi) version 28 and manufacturing in the machine 10 on 05-mar-2024, with a total of (B)(4) units. The sub-assembly, welding the lot: 4b05605 was manufactured according to the wi version 33 and manufactured in the machine ls24 and ls25, on 02-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot: 4b05727 was manufactured according to the wi version 33 and manufactured in the machine ls24 and ls25, on 04-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot: 4b05729 was manufactured according to the wi version 60 and manufactured in the machine ls24 and ls25, on 05-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot: 4r05606 was manufactured according to the wi version 60 and manufactured in the machine ls24 and ls25, on 05-mar-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot: 4b04513 was manufactured according to the wi version 61 and manufactured in the machine sc05 and sc06, on 05-mar-2024, with a total of (B)(4)0 units. The sub-assembly, tube gluing of the lot: 4b04509 was manufactured according to the wi version 61 and manufactured in the machine sc08, on 02-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Per revision 21 of procedure (B)(4), a child investigation is not required to document the DHR review for a type 2 reportable complaint. However, the child was created to allow the parent record to advance to review and summary. Since it was created, the DHR review was documented within the child. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6005973, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6005973 was manufactured according to the work instruction (wi) version 28 and manufacturing in the machine 10 on 05-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4b05605 was manufactured according to the wi version 33 and manufactured in the machine ls24 and ls25, on 02-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4b05727 was manufactured according to the wi version 33 and manufactured in the machine ls24 and ls25, on 04-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4b05729 was manufactured according to the wi version 60 and manufactured in the machine ls24 and ls25, on 05-mar-2024, with a total of (B)(4) units. The sub-assembly, welding of the lot 4r05606 was manufactured according to the wi version 60 and manufactured in the machine ls24 and ls25, on 05-mar-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4b04513 was manufactured according to the wi version 61 and manufactured in the machine sc05 and sc06, on 05-mar-2024, with a total of (B)(4) units. The sub-assembly, tube gluing of the lot 4b04509 was manufactured according to the wi version 61 and manufactured in the machine sc08, on 02-mar-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.